Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the system is stuck in the boot-up process. During troubleshooting, the fse found that the hard disk in the suite was unable to be booted. The fse manually booted the suite pc by pressing the power button on the disk bay, pulled the hard disk, and reseated in the disk bay. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot and all of the screen were black. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.